Event description:
It was reported that the pt was implanted 9 years ago. By the time she was released from hospital she suffered from acute otitis media and commencing facial paralysis. Later the electrode diffused into the ear canal, and a chronic inflammation started. On (B)(6) 2011, the pt visited the hospital because of redness at the implanted side of her face, and because of facial paralysis. She stayed in hospital for three weeks and was treated successfully. On (B)(6) 2011, the pt visited the hospital again because the redness reoccurred, and the facial paralysis deteriorated. The ci was explanted. The pt was seen on (B)(6) 2011, and she was fine. The sterilization record of the device was reviewed, and it was within specification.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.